Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from ansm which reported the following information: a (B)(6) year-old, type 1 diabetic patient using an insulin pump received a lower reading from the adc freestyle libre sensor than a reading received at a hospital. The report noted the adc fs libre showed a reading of ¿2g/l¿ for the entire day on (B)(6) 2018, but the customer/patient was suffering serious hyperglycemia, with progressive decompensation to ketoacidosis. The customer/patient¿s mother took the child to the emergency room after the child had been vomiting. At the hospital, a capillary blood glucose indicated a reading of ¿3.6g/l¿, with ketones of 7mmol/l. Customer was admitted to the hospital and treated with insulin via intravenous infusion and hydration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated based on the returned product download. The reported sensor has been returned and investigated. Visual inspection was performed on the returned sensor patch ans no issues were observed. The sensor plug was properly seated in the mount. Performed a visual inspection on the sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Abbott diabetes care received a user report from ansm which reported the following information: a (B)(6) year-old, type 1 diabetic patient using an insulin pump received a lower reading from the adc freestyle libre sensor than a reading received at a hospital. The report noted the adc fs libre showed a reading of ¿2g/l¿ for the entire day on (B)(6) 2018, but the customer/patient was suffering serious hyperglycemia, with progressive decompensation to ketoacidosis. The customer/patient¿s mother took the child to the emergency room after the child had been vomiting. At the hospital, a capillary blood glucose indicated a reading of ¿3.6g/l¿, with ketones of 7mmol/l. Customer was admitted to the hospital and treated with insulin via intravenous infusion and hydration. There was no report of death or permanent injury associated with this event.